Manufacturer narrative:
Review of the manufacturing process is still ongoing. The conclusion is not available for the moment.

Event description:
Reportedly, on (B)(6) 2024, the user manual was missing.

Manufacturer narrative:
The main origin of the reported event could not be clearly established. After assembly, boxes are checked at 100%, and a second check is done on samples. The most probable hypothesis is that a human error occurred during the product assembly. Also, the non-recurrence of this issue indicate that it is an isolated case. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 21-november-2024, the user manual was missing.